Event description:
It was reported that the 2600 system shut down during a procedure. The system was rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.